Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the distal pancreatectomy, for the first firing for stomach resection, a crack sound was heard at the 4th squeeze. The tissue was able to be released with no problem. Replaced by a new device ,the procedure was completed with no problem. The status of the patient: no problem.

Manufacturer narrative:
Initial notification of this reportable event to FDA correction. Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with an sulu. During the firing cycle, a skip was audible in the firing stroke. The instrument was dismantled for visualization of internal components. This examination noted a sheared tooth on the firing rack. Visual and functional testing of the returned product confirmed the product did not meet specifications that were tested regarding the reported condition due to the sheared tooth. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.